Manufacturer narrative:
The iab was returned with the membrane completely unfolded. No blood was visible on the catheter. A kink was found on the inner lumen within the membrane approximately 26.9cm from iab tip. No gel visible in the iab tip sensor cavity. The technician attempted to insert a laboratory 0.025¿ guidewire through the inner lumen and resistance was felt at the kinked location. The condition of the iab as received indicated a kink on the inner lumen. We are unable to determine when the kink may have occurred. A kink in the inner lumen can cause difficulty inserting the guide wire. The evaluation confirmed the reported problem. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Manufacturer narrative:
Occupation: inventory specialist additional reporter: dr. (B)(6). The product has been returned to the manufacturer but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) kinked internally and would not advance over the guidewire. There was no patient harm or adverse event reported.